Event description:
It was reported that the device had a failed output test. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn downstream and upstream occlusion sensor seals, and a foggy lcd lens. To conduct functional testing three accuracy tests were performed. Upon testing, the reported problem was duplicated. The expulsor was not delivering up to specification and inspection of the cam shaft found debris. The expulsor assembly was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.